Manufacturer narrative:
The investigation of the reported complaint has been finalized. The restart ventilator alarm indicates a communication error between panel printed circuit board and the monitoring printed circuit board. According to the complaint description the alarm restart ventilator was permanent. When our filed service engineer visited the hospital the alarm was present immediately by system start-up. The device logs were not possible to download. The logs were therefore not sent in for evaluation. The printed circuit monitoring board was exchanged and sent in for investigation. The visual investigation of the returned monitoring board revealed that the memory backup battery had been removed. When the memory backup battery is removed from the monitoring board all device logs will be erased. The investigation of the returned monitoring board did not show any deviations. The board function was according specification during our simulated use testing. The cause to the reported problem description cannot be determined by the investigation of the monitoring board.

Event description:
(B)(4).

Event description:
It was reported that when connected to a patient, the ventilator stopped and alarmed "restart the ventilator". There was no patient harm. (B)(4).